Event description:
Device 3 of 3. Reference MFR reports: 1627487-2013-02721 and 1627487-2013-02722. It was reported the patient had recently fallen twice and subsequently experienced issues with his stimulation. He reported he felt an intermittent stabbing and burning pain at his ipg site when stimulation was on and his stimulation felt intermittent. Follow-up indicated the patient felt there was a dented area on his ipg which he described as concave. In addition, diagnostic testing revealed low impedance readings on multiple lead contacts. Reprogramming was unable to provide satisfactory stimulation coverage. The patient reported stimulation was inconsistent and could be felt in his ribs and abdomen. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.